Manufacturer narrative:
On 08-jan-2024, the customer retested the undiluted sample on the same analyzer and the result was > 10000 miu/ml with a data flag. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas 8000 - cobas e 602 module. The result was 7452 miu/ml. The result with a 1:100 dilution was 717761 miu/ml with a data flag. The result with a 1:50 dilution was 500000 miu/ml with a data flag. On (b)(3) 2023, the repeat result was 7940 miu/ml. On (b)(3) 2023, the result from a cobas e411 was >10000 miu/ml with a data flag. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The calibration and qc results were acceptable. The investigation is ongoing.